Manufacturer narrative:
Evaluation summary: a problem occurred, due to a short circuit on the process board. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Event description:
After turning on the power, the symptom that the image does not appear occurs.since it occurred before use, there is no health hazard to patients and medical staff.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004.